Event description:
Health professional confirmed right rupture via imaging. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on anterior side assessed as surgical damage and observed broken on patch side assessed as unidentified (tear) opening. Shell thickness within specification). Lump/nodule: unable to observe as it is not related to the device. As per the investigation procedure, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Patient reported a right side rupture. Health professional confirmed right rupture. The device has been explanted and replaced.